Manufacturer narrative:
Correction: the correct returned to manufacturer date is january 15, 2014; not january 13, 2014; as previously reported. This report is filed february 25, 2014.

Event description:
Per the clinic, the patient experienced a skin flap infection at the implant site, however the issue could not be resolved. The device was explanted on (B)(6), 2013. Reimplantation is planned but has not taken place as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
(B)(4).